Event description:
It was reported that patient experienced cgm error 42 on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided patient through complete pump reset, error did not return after reset, and patient was instructed to call again if issue happened again.